Event description:
It was reported the patient had removal of two(2) rib plates and eight (8) screws since the plates had fractured post-operatively. New rib plates were then implanted. As reported, the patient initially stated she had fallen weeks earlier (date unknown), then the patient stated she was kicked in the ribs resulting in the fractured plates. It is unclear how the patient sustained her injury. Per information received, the surgeon feels the fractured plates are a result of the patient's accident (e.g. Either falling or being kicked in the ribs) and not due to failure of the implants.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were noted. The returned products were inspected under magnification. One of the returned rib plates was broken into two pieces, fracturing at the bent u-clip portion while the other plate was broken into three pieces at both u-clip portions and between two screw holes on the shaft of the plate. The plates were significantly deformed and twisted, with the fracture surfaces showing a dull, gritty plane with some shiny areas, indicative of a single high-energy event causing brittle fracture. The returned screws show some areas of damage as well, both at the recess and head as well as along the threads. The heads of the screws showed significant scratching and deformation around the head surface as well as the hexalobe recesses. The threads of the screws all showed at least minimal damage to the threads, such as small areas of deformation near the tip of the screw. Some other screws, namely one of the 10mm screws and three of the 8mm screws showed much more significant damage where threads had been stripped away near the screw tip, showing shiny silver areas of anodization or even threads that were flattened and nearly fully worn away. It is possible that an injury or accident caused the plates to fracture post-operatively. However, no definitive conclusion can be made.